Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device. During revision surgery, the physician confirmed fluid loss in the system, with holes identified in the pressure regulating balloon originating from the initial plantation. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100866509. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404132. Serial number: n/a. Batch/lot number: 1100756464. Model/catalog description: belt cuff fgs 5.0 cm iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, fluid leak and hole/perforated are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.